Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd solomed¿ syringe with needle plunger was defective. The following information was provided by the initial reporter, translated from portuguese: "a customer bought a syringe to perform medication application, and it is defective, the syringe plunger is defective."

Manufacturer narrative:
H.6. Investigation summary: photo received for investigation. Upon visual inspection, the defect of premature plunger activation is confirmed. As no samples were provided, the analysis of the photo indicates some premature activation of the plunger, during transport or handling, since there is no standard space for the product between the stopper and the luer of the syringe, due to the stopper being fully pressed into the syringe. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Bd solomed¿ syringes have this characteristic of plunger breakage to prevent re-use.

Event description:
It was reported that the bd solomed¿ syringe with needle plunger was defective. The following information was provided by the initial reporter, translated from portuguese: "a customer bought a syringe to perform medication application, and it is defective, the syringe plunger is defective."

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: d.4. Medical device lot #: 2049647 d.4. Medical device expiration date: 31-jan-2027 h.4. Device manufacture date: 18-feb-2022.

Event description:
It was reported that the bd solomed¿ syringe with needle plunger was defective. The following information was provided by the initial reporter, translated from portuguese: "a customer bought a syringe to perform medication application, and it is defective, the syringe plunger is defective."